Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by cubies randomly popping out in the application on drawer 3.2. A field service engineer replaced the row board cable to resolve the issue. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es cubie randomly popping out. The customer reported that the medsurg station drawer and cubies were experiencing persistent failures, with cubies occasionally ejecting completely. This issue results in a hardware failure notification. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.